Event description:
Customer stated they had several incidents this month where creatinine results were high and repeat results were different. Customer stated this intermittent problem occurred on (B) (6) 2009, (B) (6) 2009 and (B) (6) 2009. She stated she has not had any complaints about creatinine results from physicians, they are rerunning all creatinines if result is discrepant or if result is higher than previous result. Two examples were provided: patient 1, on (B) (6) 2009, initial result 1.5, repeat 0.7 mg per dl. Patient 2, on (B) (6) 2009, initial result 1.7, repeat 1.1 mg per dl. Original high results were not reported, repeat results were reported. Per customer, there are no other issues with the analyzer.

Manufacturer narrative:
The field service representative did not determine a cause. He adjusted the level detection and reloaded the application. He verified analyzer operation with a precision run.